Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called to report a keypad anomaly and possible history anomaly. Customer's blood glucose reading ranged between 107 to 375 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. Device was replaced and returned.